Event description:
A customer obtained imprecise vitros phbr quality control results run on a vitros 5,1 fs chemistry system. Qc lot m1914= 78.0, 77.4, >80.0, 75.9, >80.0, 77.5, 78.4, 78.6, >80.0, 75.6, 75.3, 40.2, 47.4, 43.0, 46.9, 47.6, 46.4, 41.2, 79.9, 48.6, 31.9, 45.8 vs. An expected result= 62.7 g/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros phbr patient results were reported during the time frame of the event. There was no report of patient harm as a result of this event. This report is number sixteen of twenty two MDR's for this event. Twenty two 3500a forms are being submitted for this event as twenty two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. There is no evidence that an instrument related issue contributed to the event. The most likely cause of the event is reagent related issue. Additionally, an atypical calibration of an unknown cause was in use at the time of the event. Expected performance was returned using an alternate reagent lot. Internal investigation is ongoing.